Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer replaced the integrated multi-sensor technology (imt) sensor, performed calibration and adjusted the pressure foot pump rate. The cause of the discordant, falsely elevated sodium results on two patient samples was related to a malfunction of the imt sensor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (k) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). Sample (B)(6) was repeated twice, while sample (B)(6) was repeated once on the same instrument, resulting lower. Sample (B)(6) was then repeated on an alternate dimension exl instrument, also resulting lower. The repeat results from the original dimension exl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.